Event description:
Customer reported a broken screen issue, with specific mention that the touchscreen was cracked and unresponsive. There was no additional information regarding any adverse impact on the customer's blood glucose level. Customer proceeded with the return process, facilitated by the distributor, and a replacement pump was arranged with a new serial number provided.